Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion." "The machine displays vtbi end, but the volume in bag did not decrease. Detail information : 11/2 09:03am set vtbi 260ml, rate 60ml and start. 11/2 13:27pm device show "vtbi done" alarm but nurse found the volume in the bag did not decrease. A tsc form and history log provided by ts engineer. Measures / investigations already taken by service technician receiver: to check function by tsc and did not find problem. There are many same cases from customer and I find the pressure is on level 9. I can not sure if the issue cause when patient side have back pressure but the pressure still not reach the point to alarm but drug can't move forward. It should not happen because the max pressure of motor is 2 bar but the pressure of lv9 is 1.4bar."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the production seal on the lower housing were intact and undamaged. The device shows some dirty places. No damage could be found. 2.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analyzed. The history files from 2021-11-02 was investigated. At 9:06 am a new rate of 60 ml/h and a new vtbi of 260 ml was set. The infusion ends at 13:27 pm, with an act. Volume infused of 260 ml. No abnormalities were found in the device history. 2.4 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matches the required values and standards. All measured values are within our specification. 2.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -0,97%. 2.6 during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.